Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump was worn in a swimming pool and there is fluid under the lcd screen. The customer's blood glucose reading was 167 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.